Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior and interior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The returned sheath was not a maquet product. The sensor cable was cut from the iab and not returned. Additionally a kink was found on the catheter tubing approximately 39.1cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was observed on the catheter tubing approximately 75.9cm from iab tip. The penetration found in the catheter tubing appears to have been caused by a sharp object. Though we are unable to determine when the penetration may have occurred, it is likely that it caused the reported problem. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period (B)(6) 2019 to (B)(6) 2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a gas loss alarm. The console was swapped out with a different, but the issue continued. Upon arrival to the ICU, the console was swapped out again, but the alarm persisted. The customer stated that they were using the "start" key and noted that the alarm was repeating every minute or two. Troubleshooting resulted in the alarm no longer sounding. There was no evidence of blood in the iab. The customer was then advised to reduce the augmentation setting by 2 bars and were instructed that they would not need to decrease it any further. There was no change in the augmented pressure. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: charge nurse, day shift. Additional reporter: (B)(6), micu charge rn & micu manager. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).